Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site, after refiling the cartridge. The customer's blood glucose level ranged from 52-75 mg/dl. Customer consumed carbohydrates and glucagon to address bg level. Additionally, the insulin had been in the cartridge longer than labeling guidelines suggest. Tandem technical support education the customer in the cartridge labeling guidelines and to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem user guide, ¿never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿